Manufacturer narrative:
The customer¿s report of broken smartsite was confirmed. Visual inspection observed that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the female luer adapter (fla). A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve components. Functional testing was not performed due to the obvious damage. Additional testing and analysis performed concluded there were no smartsite materials or functional changes that could indicate any manufacturing related contributors to the breakage. The identified probable cause has been identified as a contribution of alcohol, smartsite use duration beyond what is documented in the directions for use (dfu) instructions, and force being applied upon separation from a mating component.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the smartsite valve broke while the user was "attaching a prn morphine to the med line" (presumed to indicate attaching a syringe). No other event details were provided. There is no report of any patient harm.